Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/10/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and the mesh was implanted. It was reported that no traceability label has been identified on the device used in surgery of patient. It was also reported that the tags that came didn't have the rms label.